Event description:
It was reported that the user cracked the ilet screen while playing basketball, after which the device was not usable. Symptoms included no reported clinical effects. Outcomes included no reported impact to health or need for medical care. Investigation included review of the event details and initiation of device return logistics for evaluation. Investigation of this case revealed damage to the display assembly consistent with external mechanical impact, resulting in loss of device usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to a manufacturing defect.